Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the reported event is due to the use of a high-energy endo therapy accessory without sufficient distance from the distal end may have led to the burning of the distal cover. The event can be detected/prevented by following the instructions for use (IFU) sections: inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif-h290 ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif-h290 ¿chapter 4 operation 4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited discoloration on the inside of the plastic distal end cover. There were no reports of patient involvement.